Manufacturer narrative:
Lens was returned dry in lens case/vial. Visual inspection found the haptic bent. Dimensional inspection found that the lens measurements were within specifications. No similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 11.5 mm icm115v4 implantable collamer lens, -14.00 diopter in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2016 due to low vaulting.